Event description:
It was reported that the patient had a fall in (B)(6) 2013. The leads were in the wrong place and came down so they needed a revision, and this too was in (B)(6) 2013. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).